Event description:
It was reported that a device was used during a cholecystectomy. There was leakage during the procedure and the little plastic membrane (gasket) was found inside the pt. Gasket was retrieved from the pt. There was no further consequence to the pt.